Manufacturer narrative:
A retained sample was tested and evaluated by product analysis on 12/20/2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 date of submission 01/31/2014-device evaluation: the cartridge has been returned and was evaluated by product analysis on 01/20/2014 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A cartridge fill test was performed without failure and cartridge force readings were confirmed to be within specification; no loss-of-prime related failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime alarms. It was reported the issue had occurred with multiple cartridges from different boxes. The reporter stated they were able to prime and air bolus successfully during troubleshooting. It was reported there was no trauma, damage or extreme temperature changes experienced by the pump prior to the issue. This complaint is being reported because the alleged issue occurred was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.